Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The customer reported to have troubleshot the issue and that the battery was replaced to address the reported issue, the unit was returned to use. The defective battery was disposed of by the customer. No further information was provided.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's battery was not charging. Reportedly, the battery had only 14 volts, the fan turned on and off every 3 seconds. The customer inspected the unit and reported that the connectors to the unit and batter were good, then tried a different power management board and the battery was able to charge to 16 volts. There was no patient involvement.